Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3: the revision reported was likely due to pain and instability, or due to the packaging recall of the polyethylene. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis. Prosthesis wear of the polyethylene components and loosening could not be confirmed and as images of the explanted devices were not provided. H6 clinical, component, and investigation codes added. H10: the following sections were corrected: h6: component code 4756 no longer applies. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The incident reported was likely due to pain and instability, or due to the packaging recall of the polyethylene. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis. Prosthesis wear of the polyethylene components and loosening could not be confirmed and as images of the explanted devices were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10:concomitants: 200-04-34 - cemented finned tib. Tra sz 3f/4t 1544933. 200-05-26 - inset patella 26mm 2347352. 230-03-03 - optetrak asy,cr cemented femoral, sz 3, 2255369. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that an 82 yo male patient, who had bilateral knee replacements and was implanted with recalled poly, presented to the surgeon¿s office with complaints of pain, swelling, instability and dissatisfaction with both their tka¿s. The left knee hurt more than the right at this time however, the surgeon noted on the x-ray that the right knee looked worse with poly wear and possible loosening of the implants. The initial right knee replacement occurred on (B)(6) 2012. No revision of the right knee has occurred currently. X-ray provided. No further information.